Manufacturer narrative:
The balloon catheter 2af283 with lot number 80774 was returned and analyzed. Visual inspection showed both balloons could not be inflated. Smart chip verification indicated the catheter was used for 15 injections. The catheter failed the performance test upon connecting to the console due to system notice 50005. The dissection/pressure test showed double balloon breach. In conclusion, the balloon catheter failed the returned product inspection due to double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.